Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 172 mg/dl, 118 mg/dl, 222 mg/dl and 158 mg/dl when all tests were performed within 10 minutes on the advantage system with strips that had been poured out of the vial. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.